Event description:
Clinic reports blood leak with dialyzer-reuse 2. Called canada on 2/7,10,14,19. Was unable to obtain info. Obtained pt info on 2/24/99. Clinic reports an estimated blood loss of 300ccs due to a blood leak at initiation of dialysis. No medical intervention was required. No sample is available for analysis. Documentation review for the lot will be performed.